Event description:
A pt received her first skin test on 1/17/97 to the left forearm. The site became immediately raised which the physician believed was the collagen material. On approx. 1/24/97, the site became very firm and hard. The pt was seen on 2/12/97 and presented with a firm nodule at the skin test site. The physician believed the symptoms were representative of a keloid. No medical or surgical intervention was prescribed.